Event description:
User puncture the esophagus hypoechoic mass, the outer sheath kink during first biopsy, and the needle cannot be advanced out. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Handle end 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Esophagus a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 2r,2l,4r,ao,ar,11r,11s. 3. Please describe the size of the intended target site. 32cm at esophagus with 50.4mm*20.7mm with the hypoechoic space occupying boundary is clear 32cm50.4mm*20.7mm. 4. If not with the device in question, how was the procedure performed and/or finished? With a new device 5. Was the device used in a tortuous position? No. 6. Are images of the device or procedure available? No. 7. Was it damaged in packaging before removal? No. 8. Was it damaged on removal from packaging? No. 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Olympus uct-240' uct-240 11. Was the scope recently serviced / repaired? No. 12. Was resistance felt while inserting the device through the scope? No. 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle advancement 14. Was the syringe used during the procedure, after the stylet was removed? No. 15. Was difficulty experienced while retracting the needle? No. 16. Was the needle able to be fully retracted before removing from the patient? Yes 17. Was gaining access to the targeted site difficult? No. 18. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 19. Was puncture of the target site difficult? Yes 20. Was the stylet partially removed prior to advancement of needle? Yes 21. How many biopsies/passes were obtained with use of this needle? None 22. Did any section of the device detach inside the patient? No. 23. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 24. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 25. Was there difficulty in attachment / detachment of the leur to the scope? No. 26. If the device is a procore, is the kink located distally at the notch / core trap? No. Procore.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 02-dec-2024.

Manufacturer narrative:
PMA/510(k)#: k210476. Device evaluation: (B)(4) unit of lot: c2179009 of echo-19 was returned opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 23 aug 2024. Functional inspection: n/a. Visual inspection: device returned with sheath and needle break approximately 5cm below mlla (ipe ruler used ipe0402). Device returned with stylet returned separately to device. Stylet examined and no issue observed. Distal end of needle observed to be protruding out of distal end of cut sheath, but no issue observed with that part of the needle. Clarification was requested as follows: "apart from the reported kink on the sheath, was any other defect observed on the sheath/needle prior to the device return, including the proximal break observed in the lab evaluation." Reply was received as follows: "apart from the reported kink on the sheath, was any other defect observed on the sheath/needle prior to the device return, including the proximal break observed in the lab evaluation. No." Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number: c2179009 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has previously occurred for this work order: (B)(4). This was with (B)(4) which was from the same customer. The root cause for this complaint was as follows ¿a possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the proximal kink which would have led to the difficulties experienced by the customer when trying to advance the needle into target area.¿ based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2179009. Instructions for use and/label: the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿, there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the proximal kink which would have led to the difficulties of advancing the needle. Another possible root cause could be attributed to the difficult target site as per additional information. This could have led to the device kinking below the sheath extender causing the difficulty when advancing the needle out of the sheath. The proximal sheath and needle break observed during the lab evaluation, which would have initially been a kink, was most likely caused due to transport returns. A CAPA: (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: (B)(4) unit of lot: c2179009 of echo-19 was returned opened not in its original packaging. Confirmed quantity, 01 device was confirmed used. According to the initial report, the patients did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the proximal kink which would have led to the difficulties of advancing the needle. Another possible root cause could be attributed to the difficult target site as per additional information. This could have led to the device kinking below the sheath extender causing the difficulty advancing the needle out of the sheath.